Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an button error/keypad anomaly and alarmed failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed received with operating currents and passed displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test alarm noted during testing or in the device trace download. Hardware low level failures error alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Device received with intermittent buttons, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted.